Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point test. No leaks were observed (possibly due to the used state of the dialyzer and presence of blood residue). The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment measuring approximately 2.7mm in length was identified at approximately 280° with the dialysate ports situated at 0° on the cavity ID end (see attached photograph). The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A lot history review was performed. There are no other complaints reported on the lot. The manufacturing production record for the reported lot was reviewed. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that there was a blood leak from the dialyzer. The blood leak occurred after 4 minutes into treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The clinic manager did not confirm whether the leak was internal or external. The clinic manager did not observe any physical damage or defect on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not complete treatment. The machine was removed from service. The complaint device was reported to be available to be returned to the manufacturer for evaluation.